Event description:
It was reported that during a ptca procedure, the balloon ruptured during use in the right coronary artery. When the balloon catheter was removed, a dissection was seen. The dissection was treated with a stent.